Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor display is blank; communication errors) have been confirmed. Upon the monitor would intermittently reset. The cause for the intermittent connection was several short circuits on the computer analog board. The cause for the short circuits was liquid ingress within the monitor. No adverse event resulted from the shorted circuits. The patient received a replacement monitor.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.